Event description:
Oos report states, "pt's family did not want to replace pacemaker. Pt is dnr; has cancer. Post-op surgery (mastectomy), device spiking on t-wave, fixed rate non-capture, could not interrogate.